Event description:
It was reported when using the bd pyxis¿ medbank mini, cabinet was giving "key not returned¿ error and unable to issue humalog 100mg/unit kwickpen for the patient. The customer reported that the malfunction occurred during dispensing of the medication causing delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cabinet displayed a key not returned notice, preventing from retrieving the medications. The technical support specialist confirmed that the customer found a medication to use and informed the direct nursing services to correct the fridge key quantity in the med bank cabinet. The system functioned as intended after the customer resolved the issue.